Manufacturer narrative:
Retained testing performed at mts (ocd) using mts anti-igg card lot # 072208001-09 with known donor samples containing anti-e was satisfactory. Gel cards performed as expected at the ocd site and no false negative reactivity were observed in any of the gel cards. Batch record review was within release specifications. A complaint review indicated no other similar complaints have been logged against this lot. Incident is isolated.

Event description:
The customer reported two incidents in which the ortho provue analyzer resulted patient samples containing weak antibodies as negative. This complaint also reported under medwatch MFR # 1056600-2008-00351 for the first incident. A separate medwatch 1056600-2008-00349 has been submitted for the provue analyzer.